Event description:
It was reported that during a device explant procedure to replace the subcutaneous implantable cardioverter defibrillator (s-ICD), review of x-ray showed that this electrode was pulled back/dislodged. Review of stored device data showed an inappropriate shock that occurred five years ago due to a change in morphology with t-wave oversensing in alternate sensing vector. The device was reprogrammed to primary following the shock. It was suspected that the sutures for the electrode had broken around this time and resulted in the electrode pulling back/dislodging. The physician elected to test the lead through the device prior to explant of the device. Ventricular fibrillation (vf) was induced with ok sensing, the device charged and upon shock delivery a loud pop noise was heard and shock impedance measurements were noted to be 1 ohm. The electrogram (egm) was fuzzy and sensing was all noise. The test was then aborted and an external shock was delivered to convert the induced vf. The s-ICD and this electrode were explanted and replaced with a new system. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that high out of range shock impedance measurements greater than 125 ohms was also observed prior to the device replacement procedure. Additionally, post explant of the s-ICD, visual inspection noted a small chip in the device case. A request was made to have data from the device analyzed. Data analysis of the available data did not contain the estimated impedance history. Although measurements were noted to be high, there was no data that indicated a cause for the observed 1 ohm shock impedance measurement and past charge times were noted to be normal. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified damaged insulation approximately 173 millimeters (mm) from the terminal end that was likely related to damage during the explant procedure. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured 196 mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing, and out of range impedance measurements.

Event description:
It was reported that during a device explant procedure to replace the subcutaneous implantable cardioverter defibrillator (s-ICD), review of x-ray showed that this electrode was pulled back/dislodged. Review of stored device data showed an inappropriate shock that occurred five years ago due to a change in morphology with t-wave oversensing in alternate sensing vector. The device was reprogrammed to primary following the shock. It was suspected that the sutures for the electrode had broken around this time and resulted in the electrode pulling back/dislodging. The physician elected to test the lead through the device prior to explant of the device. Ventricular fibrillation (vf) was induced with ok sensing, the device charged and upon shock delivery a loud pop noise was heard and shock impedance measurements were noted to be 1 ohm. The electrogram (egm) was fuzzy and sensing was all noise. The test was then aborted and an external shock was delivered to convert the induced vf. The s-ICD and this electrode were explanted and replaced with a new system. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a device explant procedure to replace the subcutaneous implantable cardioverter defibrillator (s-ICD), review of x-ray showed that this electrode was pulled back/dislodged. Review of stored device data showed an inappropriate shock that occurred five years ago due to a change in morphology with t-wave oversensing in alternate sensing vector. The device was reprogrammed to primary following the shock. It was suspected that the sutures for the electrode had broken around this time and resulted in the electrode pulling back/dislodging. The physician elected to test the lead through the device prior to explant of the device. Ventricular fibrillation (vf) was induced with ok sensing, the device charged and upon shock delivery a loud pop noise was heard and shock impedance measurements were noted to be 1 ohm. The electrogram (egm) was fuzzy and sensing was all noise. The test was then aborted and an external shock was delivered to convert the induced vf. The s-ICD and this electrode were explanted and replaced with a new system. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that high out of range shock impedance measurements greater than 125 ohms was also observed prior to the device replacement procedure. Additionally, post explant of the s-ICD, visual inspection noted a small chip in the device case. A request was made to have data from the device analyzed. Data analysis of the available data did not contain the estimated impedance history. Although measurements were noted to be high, there was no data that indicated a cause for the observed 1 ohm shock impedance measurement and past charge times were noted to be normal. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.